Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no display ramping on its own anomaly noted. The pump was received with a cracked case at the display window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that she went to give herself insulin and when she pressed the button, it keeps scrolling through the numbers. Customer stated that when it lands on a number and she presses it, it won't accept it. Customer tried a new battery but nothing is working. Customer's blood glucose was 98 mg/dl at the time of the incident. Customer was trying to program the blood glucose but it kept scrolling. Customer reported that the esc button was not working well. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.